Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds due to a suspected micro-perforation, which caused the patient discomfort. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.